Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle and the balloon was pulled inside the procedural sheath. The balloon of the returned device was visually inspected and the results revealed that the balloon¿s distal tip was inverted and there was very little saline in the balloon which indicates that the device may not been purged of air during the prep phase. In addition, the vcd was being used in conjunction with a 5f procedural sheath introducer (off label use. The mynxgrip device mx6721 is indicated for 6f/7f only.) During the functional review, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified to be within specification. A review of the manufacturing documentation associated with lot f1722201, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The failure reported as ¿pull through¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the root cause of the reported event may have been caused by incorrectly following the mynx instructions for use, resulting in a device failure during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1722201 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that during deployment of a 6f/7f mynxgrip vascular closure device (vcd) and sheath retraction, the entire closure system (vcd) came out of the patient. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that during deployment of a 6f/7f mynxgrip vascular closure device (vcd) and sheath retraction, the entire closure system (vcd) came out of the patient. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle and the balloon was pulled inside the procedural sheath. The balloon of the returned device was visually inspected and the results revealed that the balloon¿s distal tip was inverted and there was very little saline in the balloon which indicates that the device may not been purged of air during the prep phase. In addition, the vcd was being used in conjunction with a 5f procedural sheath introducer. (Off label use, the mynxgrip device mx6721 is indicated for 6f/7f only.) During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water, and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was verified and was noted to be within specification. A device history record (DHR) review of lot f1722201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to damage noted. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrectly following the mynx instructions for use (IFU), resulting in a device failure during the procedure. The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.